Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a pocket infection in the left pectoral. The implantable pulse generator (ipg) system was removed. Cultures were taken and medication was administered. The ipg system was replaced in the right pectoral. No further patient complications have been reported as a result of this event.